Manufacturer narrative:
Results and conclusion summation - product performance engineering could not verify the reported issue with the polymer because the device was not returned for analysis. If a stent was deployed over the guide wire, the polymer damage could have resulted from removing the guide wire against the resistance caused by the deployed stent. In this instance, because the report could not be verified, a root cause could not be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: removal of guide wire from patient. Device issue: guide wire was stuck between stent and vessel. It was reported that the target lesion was the bifurcation of the atrioventrical and the posterior decending, with mild tortuosity, mild calcification, and 90% stenosis. Another company's guide wire crossed through the atrioventrical )(av), and the whisper guide wire crossed through the posterior decending (pd). After performing predilatation, another company's stent was implanted toward the av. Then an attempt was made to remove the whisper and recross again, but could not be removed. A microcatheter was delivered and was able to remove teh whisper. It was observed that the polymar coating was off around the tip of the whisper. A new guide wire was used to continue with the procedure. No additional event or patient information is available.